Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine device changeout procedure, a loss of output from the pulse generator occurred. The patient received external pacing. Extensive electrocautery use was noted prior to the output loss. Device output resumed and interrogation revealed that the device had entered into backup vvi mode. The device was successfully explanted and replaced.